Event description:
According to the reporter, preoperatively, the reload was initially recognized but after the articulation of the reload, a beep sound was heard and the part of screen showing the loading unit was flashing. A manual handle was used to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident device found analysis of data stored on the handle showed evidence of field programmable gate array (fpga) reset/reprogram failures.

Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell, (lot #unknown) unk-sigadapt, unknown signia egia adapter, (serial #unknown) unknown egia su, unknown endo gia sulu, (lot #unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Functionally, a clamshell was successfully connected to the handle. An adapter was connected to the returned device and calibrated multiple times. Once the adapter finished calibrating, a reload was attached to the device. When the reload was going through the clamp cycle, the remove reload screen appeared. The reload was reconnected multiple times, but the remove reload screen was displayed each time. The handle had 283 of 300 procedures remaining. A review of the system logs showed evidence of multiple field programmable gate array (fpga) reset/reprogram failures. It was reported that the device did not work as expected. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.